Event description:
Complainant alleged that the medics shocked a pt, who was presenting a ventricular fibrillation heart rhythm, once with the device in manual mode at 300 joules. The medics then switched to pace mode and captured the patient's heart rhythm. However, the complainant reported that the medics were unable to obtain a pt pulse. The medics then attempted to defibrillate the pt again with the device in manual mode, but the device did not charge. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfuction.